Manufacturer narrative:
Product complaint : (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during in-situ bending of a cocr rod in a t10-pelvis case the rod snapped.

Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the returned device found the rod broken lengthwise in two pieces. When the two pieces are paired up, small fragments appear missing/unaccounted for at the fracture site. A fracture analysis was conducted on the returned device. The fracture analysis reveals two surface morphologies, a smooth region and a grainy/rough region with progression lines; which are indicative of fatigue failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer a definitive root cause of the rod breaking postoperatively could not be positively determined. However, the optical image of the fracture surface reveals two surface morphologies, a smooth region and a grainy/rough region with progression lines; which are indicative of fatigue failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.